Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and left inguinal hernia repair surgery on (B)(6) 2014 during which the surgeon noted upon visualizing the cord structures and the mesh beneath the cord structures, the surgeon dissected the mesh in multiple areas after he encountered dense scar tissue. It was reported that the patient experienced severe pain, discomfort, bulging, and swelling. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/07/2021.

Manufacturer narrative:
Date sent to FDA: 8/7/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.